Manufacturer narrative:
Manufacturing location: (B)(4). Manufacturing date: june 29, 2015. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. A product investigation was completed: the visual inspection of the returned instrument has shown that approximately a third of the entire thread length is badly damaged. At the tip section are traces of nicks visible and the holding prong is bent. Because of the damages the complaint relevant dimensions cannot be checked to print specifications anymore. The manufacturing document shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The device met the specifications at the time of manufacturing and distributing in march 2015. Failure in material or production could not be detected. Based on the provided information we are not able to determine the exact cause of this complaint. However, due to the visible hammering marks at the thread, most likely the instrument was subjected to excessive use during removal and that probably led to this complained issue. No product fault could be detected. We determine that the root cause is excessive force through the method of use and associated accumulated damage and wear. Device is an instrument and is not implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant medical devices: drill sleeve (part 03.037.018, lot 9290619, quantity 1).

Manufacturer narrative:
(B)(4). (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a patient underwent surgery for a femoral trochanteric fracture on (B)(6) 2016. The surgeon reportedly applied compression to the fracture site, inserting a helical blade after reducing the fracture using levator and traction on the tfna surgery. During the surgery, the surgeon depressed the locking device on the aiming arm in order to unlock the buttress compression nut. The surgeon had already loosened the connecting screw to detach the blade and inserter. The protection sleeve was not able to be removed from the reported nail. The surgeon used spiral combination hammer to remove the nail after he detached the aiming arm from the insertion handle. In time, the attempt did work and the surgeon successfully performed distal locking and completed the surgery. The surgery was extended for 20 minutes. There was reportedly no patient harm. Post-operatively it was noted that the helical blade had not passed through the proximal hole of the nail and revision surgery was performed. This complaint addressed the intraoperative malfunctioning device; the revision surgery is reported under com-(B)(4). This is report 1 of 1 for com-(B)(4).